Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the reported issue. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display live images. No patient injury was reported.